Event description:
Information received from the article: nossek e, chalif dj, chakraborty s, et al. Modifying flow in the ica bifurcation: pipeline deployment from the supraclinoid ica extending into the m1 segment¿clinical and anatomic results. Ajnr am j neuroradiol. Nov 2014; 35:2125¿29. The article describes one case out of seven total, where post-ped procedure there was a finding of an asymptomatic angiographic in-stent stenosis at the m1 (middle cerebral artery) segment at 6-month follow up angiography without neurologic sequelae. The article further mentions that out of the total seven patients, clinically, all patients were stable in the immediate post-procedural period and all had no new neurologic deficits. All patients maintained their baseline clinical status. There were no radiographic signs of ischemia. One patient has asymptomatic angiographic in-stent stenosis of the m1 segment at 6-month post-ped procedure. Patient outcome was stable immediately post-procedure and had no new neurological deficits.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).